Manufacturer narrative:
As of (B)(6) 2020, the establishment registration and listing for this device was updated to omnicell, inc. From aesynt, inc, which was not reflected in the original report submission. Therefore, this report is a correction to the manufacturer listed in sections d3 and g1.

Event description:
On (B)(6) 2020 a spill involving a chemotherapy drug preparation occurred inside the i.v. Station onco device. The device identified the spill and notified the user who subsequently cleaned the spill. The cause of the spill could not be determined; no modifications were made to the device. There is no adverse patient effect related to this drug spill within the device.